Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with downstream occlusion displayed on the screen as the patient was ready to be connected. The tubing was primed via saline. Per reporter, the patient was medically affected.